Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint, (B)(4).

Event description:
It was reported that bd vacutainer® lh 68 i.u. Plus blood collection tubes collapsed. No report of injury or medical intervention. No report of blood exposure to mucous membrane.